Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer's daughter called to report a button error on her insulin pump. The patient's blood glucose levels were at 69 mg/dl. The customer stated that there were no significant events that could have led to the button error on the insulin pump. The customers pump was replaced. No further information was provided.